Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker system had a suspected pocket infection. The plan was to perform a wound treatment. No additional adverse patient effects were reported. The device system remains in service.